Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot# n305757, implanted: (B)(6) 2012, product type: lead. Product ID: 3587a25, lot# n305756, implanted: (B)(6) 2012, product type: lead. Product ID: 3587a25, lot# n305755, implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The consumer reported that the "wires pull really hard." They always had and the patient would have preferred the stretchier wire and it pulled on his neck and it bothered him since it was put in. It was noted that patient's implant was for motor cortex. A surgery was scheduled for (B)(6) 2015, which might be moved up, that would involve the explant of the ins for the issues. It was noted that the patient's relevant medical history includes other pain indications - other. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.